Event description:
Event description guidant received information that this coronary sinus implantable lead exhibited diaphragmatic stimulation. The lead was explanted and an epicardial lead was implanted. During the implant procedure, a final impedance and pacing threshold could not be performed with this cardiac resynchronization therapy defibrillator (crt-d), due to the patient's varied heart rate. Post operatively, this epicardial rate/sense lead and crt-d exhibited out of range pacing impedance. A loose setscrew is suspected.